Manufacturer narrative:
(B)(4). Implant date: 1994/1995. Concomitant medical products: unk cup. Unk head. Unk stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to poly wear and pain approximately 15 years post initial surgery. However, no revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Assessed 1 imaged taken 1 year ago of left hip. No apparent dislocation or factures noted in this image. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.